Event description:
According to the reporter: during nephrectomy procedure, when the surgeon fired across the vein, the stapler got stuck and the jaws would not open. An additional port was inserted into the patient so the doctor could access the stapler from a different angle and it was still jammed. A clip was applied to either side of the stapler and the tissue had to be cut for the stapler to be removed. No reinforcement material was used. Medical or surgical intervention was needed to preclude permanent injury. Surgical time was extended for an hour and there was an extension of incision greater than one inch due to the product problem. Patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.